Event description:
It was reported to medtronic minimed that the customer reported on unable to upload and experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software did not adhered to the specified requirements and did not performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that the snapshot upload is failing due to the snapshotuploadstatus not updating to completed when the previous snapshot upload was finished. When a new snapshot upload is initiated, the app first checks to see what the current snapshotuploadstatus is. If the state is in auto_initiated or manual_initiated, that means there is currently a snapshot upload in progress and a new one will not be initiated. If the status is completed, a new one can be initiated. In this case the previous snapshot upload either never updates the snapshotuploadstatus correctly, or is hanging on an operation and is never finishing. The issue is confirmed through log analysis. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively. Delete the minimed mobile app's memory cache in the android settings: settings. Apps. Find minimed mobile in the list of apps. Storage and cache. Clear cache. Reinstall the application. Helpline has confirmed that the customer is now uploading as expected and no further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that the snapshot upload is failing due to the snapshotuploadstatus not updating to completed when the previous snapshot upload was finished. When a new snapshot upload is initiated, the app first checks to see what the current snapshotuploadstatus is. If the state is in autoinitiated or manualinitiated, that means there is currently a snapshot upload in progress and a new one will not be initiated. If the status is completed, a new one can be initiated. In this case the previous snapshot upload either never updates the snapshotuploadstatus correctly or is hanging on an operation and is never finishing. The issue is confirmed through log analysis. The esf number that corresponds to the reported issue is: (B)(4) to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively. Delete the minimed mobile app's memory cache in the android settings: settings > apps > find minimed mobile in the list of apps > storage and cache > clear cache reinstall the application helpline has confirmed that the customer is now uploading as expected and no further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.